Event description:
It was reported that the patient stimulation was not providing adequate relief. The patient underwent an explant procedure wherein everything was explanted. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20764566/20865433.